Event description:
It was reported that the patient received a shock from noise on the right ventricular lead due to emi (electrical magnetic interference). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular non-sustained tachycardia (nst)<=140 ms average v-cycle on (B)(6) 2011 18:07:31. Ventricular fibrillation (vf)<=180 ms average v-cycle on (B)(6) 2010 15:02:04 and (B)(6) 2011 18:07:37.